Manufacturer narrative:
This is 2/3 emdr (2nd emdr reports). The device is not available to the manufacturer.

Event description:
It was reported that post successful deployment of the stent significant contrast extravasation was visualized due to vessel perforation from the lead wire of the stent, catheter (subject device), or guidewire, at the left m1/m2 bifurcation. Evd placed due to significant amount of blood, protamine was given by anesthesia to reverse the heparin that was given during procedure as a medical intervention . This did not stop the bleeding, so physician placed a balloon as a medical intervention in the m1 segment to stop and prevent future extravasation of blood into the brain, and subsequently decided to coil sacrifice the entire m1 segment. Patient is not responding to stimuli. Patient received a ventriculostomy in the procedure room immediately after the surgery. Patient also required hemicraniectomy for brain swelling a few days after procedure. Patient passed away. Cause of death is related to brain death due to sah and brain swelling. It is indeterminate if vessel perforation was caused by the stent, catheter (subject device) or guidewire lead wire.

Event description:
It was reported that post successful deployment of the stent significant contrast extravasation was visualized due to vessel perforation from the lead wire of the stent, catheter (subject device), or guidewire, at the left m1/m2 bifurcation. Evd placed due to significant amount of blood, protomine was given by anesthesia to reverse the heparin that was given during procedure as a medical intervention . This did not stop the bleeding, so physician placed a balloon as a medical intervention in the m1 segment to stop and prevent future extravasation of blood into the brain, and subsequently decided to coil sacrifice the entire m1 segment. Patient is not responding to stimuli. Patient received a ventriculostomy in the procedure room immediately after the surgery. Patient also required hemicraniectomy for brain swelling a few days after procedure. Patient passed away. Cause of death is related to brain death due to sah and brain swelling. It is indeterminate if vessel perforation was caused by the stent, catheter (subject device) or guidewire lead wire.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. As per additional information received it is indeterminate if vessel perforation was caused by guidewire, subject microcatheter or stent lead wire. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel perforation', 'patient intracranial hemorrhage' and 'patient death' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.